Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose level and the insulin pump had a blank display. The customer's blood glucose level was 465 mg/dl. The customer was assisted with the blank display and the customer declined to perform the troubleshooting for the high blood glucose. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No replace battery alert or replace battery now alarms noted during testing or in the pump trace download. Unit was monitored no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with minor scratched display window, case and keypad overlay.